Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parents reported that the child has fallen down but no serious injury was noted. Since this incident the hearing perception with the device was affected. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the child has fallen down but no serious injury was recognized. Since this incident the hearing perception with the device was affected. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
The parents reported that the child has fallen down but no serious injury was noted. Since this incident the hearing perception with the device was affected. Re-implantation is considered.